Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient underwent defibrillation testing of 25 joules. Their implantable cardioverter defibrillator (ICD) successfully converted their rhythm, however the device recorded 18 joules. The device is still in use. No patient complications have been reported as a result of this event.